Manufacturer narrative:
3 unused actual samples in sealed package were returned for evaluation. It was observed that returned samples are of 22g needles instead of 25g. The mix products could probably be caused by improper line clearance at secondary packing. The manufacturing process was reviewed. This may have occurred due to improper housekeeping at the weighting station. During the review of the DHR, there was no similar non-conformance found during the out-going inspection. No CAPA is required as awareness training will be conducted regarding the non -conformance to emphasize on good housekeeping to prevent this reported non-conformance from reoccurring. The defect trend will continue to be monitored.

Event description:
It was reported with the use of the bd eclipse needle there was an issue with mixed product. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with mixed product. There was no report of injury or medical intervention.